Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
T was reported that the patient was pre-operatively diagnosed with: post-laminectomy syndrome. Graft dislodgement and underwent the following procedures: anterior lumbar discectomy l5-s1, removal of intervertebral device, fusion l5-s1, insertion of intervertebral device, interpretation of intraoperative x-rays. As per op-notes,¿ any remaining disc was removed using curets and rongeurs and the end-plates were prepared to bleeding bone. There was no remaining disc. The wound was copiously irrigated with antibiotic normal saline. A graft was then chosen. It was packed with bmp and a 12 mm graft was impacted in place. Excellent seating of the graft was noted. Ap and lateral fluoroscopic images were obtained and the graft was felt to be satisfactorily placed.¿ the patient tolerated the procedure well without any intra-operative complications.